Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h11 - updated additional investigation summary . An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on google pixel 10 pro (android 16) with mmt1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue is unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (phone's settings then go to apps, three dots upper right) uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. . Helpline dint provided any response on the recommendation steps shared, if customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of logs we found gatt service is not provided by the server error was logged for the date when customer reported the complaint. We provided the below recommendation steps to customer please try resetting the bluetooth cache and repairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if it's active. Remove the pump from the ios bluetooth settings (settings , bluetooth , pump , forget this device). Remove the mobile device from the pump. Turn bluetooth off from the ios settings app (settings > bluetooth). Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. Turn bluetooth back on. Navi gatt service is not provided e to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and repairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if it's active. Remove the pump from the ios bluetooth settings (settings , bluetooth , pump , forget this device). Remove the mobile device from the pump. Restart the mobile device. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump if the previous steps did not work, please try reinstalling the mmm app using the following steps: remove the minimed mobile app and all the app data (settings, general , iphone storage , minimed mobile , delete app). Remove the pump from the ios bluetooth settings (settings , bluetooth , pump , forget this device). Remove the mobile device from the pump. Restart the phone install the minimed mobile app. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.